Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that intracavitary fibroid. Transcervical resection performed. The procedure was technically challenging. A small loop electrode fractured during the operation and was identified immediately. The fragment, approximately 4 mm in size, was not visible upon inspection and is presumed to have been expelled with the irrigation fluid. The loop was replaced with a new disposable electrode to complete the procedure. A check hysteroscopy was performed at the end of the procedure, and no foreign body was identified within the endometrial cavity. Due to the additional hysteroscopy the event is deemed reportable.